Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient reported high blood glucose (bg) "all over the place" up to 400mg/dl without symptoms as well as low bg down to 50mg/dl with dizziness and blurred vision, over this past month. Patient received no unusual treatment. Reporter was unable to troubleshoot. The elevated bg does not meet animas criteria for a reportable adverse event. This complaint is being reported as the patient experienced hypoglycemia and the pump could not be eliminated as a cause/contributor.